Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg 40 mg/dl); cause was not known. Customer consumed carbohydrates to address low bg. There were no issues identified with pump or pump supplies. As event occurred in the past, tandem technical support was unable to troubleshoot. At the time of report, pump was functioning as intended. Recommendation was made for customer to discuss event with their healthcare provider.